Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for examination. Examination of the provided picture found the reported tibia insert trial has broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
During surgery the following tibial insert trial broke on its distal surface. The broken piece was retrieved. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.